Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error 810:15 was confirmed during product evaluation. The root cause of the reported problem was assigned to a faulty pump head module. The pump head module was replaced in order to correct this condition. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
The facility representative reported a colleague infusion pump with failure code 810:15. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement; therefore, no patient injury or medical intervention is being reported. This involved an unremediated infusion pump with user interface module master software version 7.01.00. No additional information is available.